Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that post insertion patient experienced pain, infection, bleeding, vaginal scarring, organ perforation and urinary/bowel problems. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent transvaginal urethrolysis with transaction and partial resection of vaginal mesh on (B)(6) 2011 due to incomplete bladder emptying . It was reported that the patient underwent complete interstim implantation on (B)(6) 2014 and (B)(6) 2014 due to incomplete bladder emptying. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy. The patient experienced post-op paravaginal repair bleed on (B)(6) 2005. It was reported that the patient underwent re-exploration of paravaginal repair, exploratory laparotomy with ligation of bleeding, and cystoscopy on (B)(6) 2005. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with transvaginal taping with obturator, paravaginal repair, bilateral and cystoscopy due to genuine stress incontinence.